Event description:
It was reported a leak was noted at the hemostasis valve. There was no reported pt injury.

Manufacturer narrative:
One 8f fast-cath introducer was received for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Functional testing revealed a leak during testing which was caused by a tear in the hemostasis seal. It is uncertain what caused the seal to tear. The following dates are estimated. Only the month/year is known. Expiration date.